Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by the paramedics a month ago due to low blood glucose of 41mg/dl. The customer stated that she has been dealing with some personal issues and is taking medications for her bad back, which may have contributed to lowering her glucose level. The customer stated experiencing unexplained low glucose for the past month. Troubleshooting was performed. The customer's most recent low glucose was treated with juice and glucose tablets. The programming, time, and date were correct. The customer stated that the reservoir and the status screen have the correct amount of insulin left. No further info was provided.